Manufacturer narrative:
(B)(4). G2: foreign - japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A retain sample of batch x20aaf2301 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. A review of the raw material certificate confirmed no abnormalities or deviations. Device used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the bone cement hardened faster than normal, within 5 minutes after mixing. Attempts have been made and no further information has been provided.